Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was not observed in event logs history. There was no 12-month service history during the review. Visual inspection had been performed and downstream occlusion seal found to be bubbled and lifting up. Replaced downstream occlusion seal. The device passed all functional testing after repair.

Event description:
It was observed during inspection of a returned pump that downstream occlusion seal is bubbled and lifting up. This may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.